Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "this is a complaint from the market. (B)(4). The event unit will not be returned to (B)(4) as it was disposed of by the facility. Please refer to the complaint sheet for investigation. No credit or replacement is needed" report from the sales rep - "this is an incident occurred after a laparoscopic cholecystectomy performed on (B)(6) 2016, clipping was not performed properly due to larger cystic duct size, resulting in coming off of one or two clips. The customer then carefully re-clipped the cystic duct at four sites, after the procedure, CT scan was performed on the patient and it was confirmed that the four clips remained at the intended clipping sites. Enbd was then performed on the patient by a gastroenterological physician. Three days later, the patient got a fever of nearly 39 degrees celsius. Upon CT scan, it was confirmed that three out of the four clips had come off, causing the patient bile leaking. Erbd was performed on the patient and the patient was discharged on (B)(6) after recovery." Initial investigation report by (B)(4)- "the event unit was disposed of by the user facility and will not be returned to (B)(4)." Patient status - "ok."

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.